Manufacturer narrative:
Further information regarding event, product, or patient details has been requested. No additional information is available at this time. The event of "nodules" is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. A review of the device history record has been completed. No deviations or non-conformances noted. Device labeling addresses the reported event(s) as follows: undesirable effects the patients must be informed that there are potential side effects associated with implantation of this product, which may occur immediately or may be delayed. These include, but are not limited to: induration or nodules at the injection site.

Event description:
Company representative reported on behalf of the healthcare professional that they injected the patient in the lips and ¿dark circles¿ with 1 syringe of juvéderm® volbella¿ with lidocaine. After 3 months, the patient developed nodules at the injection sites. Treatment included 60 mg of prednisone orally for 5 days and 40 mg of prednisone orally for 5 more days with 500 mg of ciprofloxacin every 12 hours for 14 days. Symptoms resolved ¿20 days¿ after the initiation of treatment. Patient has a history of ¿in situ melanoma on the back.¿